Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were reported to exhibit crosstalk, oversensing and pacing inhibition in addition to high pacing thresholds and amplitudes. Boston scientific technical services (ts) discussed steps for evaluating the patient's system; device settings and sensitivity were reprogrammed. It was reported that the patient experienced difficulty breathing and decreased heart rate with intermittent periods of asystole greater than 2 seconds. No additional adverse patient effects were reported. This system remains in service.